Event description:
It was reported via the stryker facebook page, "I had knee replacement done three yrs ago had a revision "not sure how to spell this" but done two yrs ago and still I am in so much pain, went back in november and started therapy again but got sick and couldn't continue the therapy so going to start the new year with this darn knee pain still with me, wish someone could help me get better just so I can walk without all this pain, I am going to be 79 this august and my other knee was supposed to be done after the first one now I am afraid to even think about getting a knee done and I also have a very bad hip, "

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.